Manufacturer narrative:
We have not received the complaint device for investigation. Hence, we could not conclusively determine the root cause of the incident. The complaint device was tested before the procedure and it was found to be operating properly. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
During carotid endarterectomy (cea), saline leaked from the white stopcock joint deflating the internal carotid balloon. Surgeon then used another shunt for the procedure. There was no harm to the patient as the result of this malfunction. However, the malfunction required further carotid clamping while the new device was being prepared.